Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Investigation summary: boston scientific concludes that although the complaint electrode was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Infection is a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint electrode was not returned to boston scientific therefore, product analysis could not be performed. However, infection has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. Risk review: a risk review performed for the emblem s-ICD electrode device confirmed that the event of infection is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the emblem s-ICD electrode device is acceptable. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: at this time, no further actions are considered necessary as infection is a known inherent risk of the use of this product and this is documented in the labeling.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently experienced an erosion surrounding the device. Diagnostic imaging was performed, which confirmed that the device had migrated from the original implant location. The physician subsequently explanted the system to resolve the event. During the procedure, a portion of the electrode broke off, necessitating a further incision to completely remove it. The explanted s-ICD system was confirmed to be retained by the healthcare facility and will not be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently experienced an erosion surrounding the device. Diagnostic imaging was performed, which confirmed that the device had migrated from the original implant location. The physician subsequently explanted the system to resolve the event. During the procedure, a portion of the electrode broke off, necessitating a further incision to completely remove it. The explanted s-ICD system was confirmed to be retained by the healthcare facility and will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.